Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device turned off which was unable to be reproduced during evaluation. Improper shutdown messages were found through a review of the event history log on the final days of customer use in the log; however, it cannot be determined if the alarms are user induced or due to device malfunction. The cause was determined during a visual inspection to be the battery contact pins on the rear case were covered in dried fluid residue which may affect direct current operation. The battery contact pins were cleaned to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump device turned off in the general surgery department. There was no patient involvement. No additional information is available.